Event description:
The customer observed false reactive alinity I toxo igg result generated for a patient whose previous result was negative. The sample was repeated on another analyzer and the result was nonreactive. The following data was provided: normal ranges: < 1.6 iu/ml = nonreactive; 1.6 to < 3.0 iu/ml = grayzone; > 3.0 iu/ml = reactive (B)(6)2023 sid (B)(6)initial result = 3.8 iu/ml repeat result (another analyzer) = nonreactive patient¿s previous result = negative no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting by tightened the sample pipettor axis, increased belt tension, replaced parts. However, the field service representative was unable to determine a single definitive likely cause for the falsely reactive result. The alinity I processing module, serial number (B)(6)was considered the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6)was identified.

Event description:
The customer observed false reactive alinity I toxo igg result generated for a patient whose previous result was negative. The sample was repeated on another analyzer and the result was nonreactive. The following data was provided: normal ranges: < 1.6 iu/ml = nonreactive; 1.6 to < 3.0 iu/ml = grayzone; > 3.0 iu/ml = reactive. (B)(6) 2023 sid (B)(6) initial result = 3.8 iu/ml. Repeat result (another analyzer) = nonreactive. Patient¿s previous result = negative. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.